Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their therapy wasn't quite where it needed to be yet, so the therapy was being increased, so they really relied on the boluses. Per the patient, they were bolusing about 3 times per day, and the handset was lagging at 90%. The agent reviewed data and assisted the patient with deleting the data. When asked the event date, the patient stated that it was from the very beginning. The patient was going to call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software, section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.